Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site noted, is (B)(6). A getinge field service engineer (fse) evaluated the iabp on the trainer during initial testing. The fse then pulled the unit out from the hospital cart, and the iabp shutdown. The fse noticed the iabp had generated several fault # 112 at 1909 hours followed by fault # 111 in the error log of the unit. The fse was able identify the same error codes, however the unit shut down while testing. The fse determined that these error code are related to the display connectivity problems. The fse noticed the coiled cord from the display to the pump was loose sitting on the connector. There were no other issues with the coiled cord. The fse reseated the connector and verified the connector was safely locked into place. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while preparing to transport a patient from (B)(6) to (B)(6) , the cardiosave intra-aortic balloon pump (iabp). Had a scrambled screen and the customer heard a popping noise. The iabp then blacked out and the unit shut down. The customer rebooted the iabp with the same results. The transport of the patient was done using the pump from the originating facility(B)(6) without any issues. The iabp was transported back to the biomedical engineer. No adverse event was reported.